Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced underfilled tube. This event occurred five times. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: no samples and 1 photo were received in support of this complaint. The photo was evaluated and shows the variable data on the tube label, the photo does not show the customer¿s failure mode underfill. Additionally, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify root cause of the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced underfilled tube. This event occurred five times. There was no report of patient impact.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.